Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6) 2020 at 9:29:34 am. On (B)(6) 2020, user made a bolus request of size 4.5 units, approximately 2.5 hours prior to the low bg. User made the bolus request after declining the recommended correction bolus amount. Declining a correction bolus could mean the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Bg cause was not known. Although requested, the customer declined troubleshooting and declined to provide additional information.